Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion and two openings. A leak test was perform and were found two openings. A microscopic analysis identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve and a curved sharp opening on valve bond edge assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap). Based on the device analysis the final assessment is a crack opening on valve assessed as cracked valve seat diaphragm valve and a sharp opening due to unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.